Event description:
It was reported that the user experienced hypoglycemia with a documented low blood glucose of 41 in the early morning after typical dinner announcements were made, and the caregiver sought guidance on whether to announce dinners when a ¿less than usual¿ option is not available; the caregiver administered yogurt and honey and received education on how the three algorithms work and was advised to contact the trainer for further guidance. Symptoms included hypoglycemia. Outcomes included resolution at home without medical assistance or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified and the cause remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.